Manufacturer narrative:
(B)(4).

Event description:
It was initially reported the pt's stimulator was not helping. The pt would turn the stimulation up but it was more painful. The device was reprogrammed a couple of times without success. Additional info received indicated the pt's loss of pain coverage was due to lead migration/dislodgement. An inability to program with impedance values <4000 ohms were noted on (B)(6) 2006. Both leads were replaced ten days later. The pt was noted to have resolved without sequela by (B)(6) 2006.

Manufacturer narrative:
Concomitant medical products: product ID 377760, lot# n0047809, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2006, product type: lead. Product ID 377760, lot# n0047809, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2006, product type: lead. Product ID 37742, serial# (B)(4), implanted: (B)(6) 2005, product type: programmer, patient.

Event description:
.

Manufacturer narrative:
Concomitant products: product ID: 377760, lot# n0047809, implanted: (B)(6) 2005, explanted: (B)(6) 2006, product type: lead. Product ID: 377760, lot# n0047809, implanted: (B)(6) 2005, explanted: (B)(6) 2006, product type: lead. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2005, product type: programmer, patient. (B)(4).